Manufacturer narrative:
Failure analysis revealed that the insulin pump passed basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarms were noted. The device was programmed with correct time and date. The unit was monitored for 9 days with a 1.0 u/hr basal rate and some boluses were programmed and delivered. All boluses and basals were properly recorded at the bolus, basal and daily totals history screen. The unit was downloaded to carelink successfully. However, several error alarms were found at the alarm history file. The error alarms were due to a corrupted history file. The device was received with cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump was alarming no delivery. Customer stated the device alarms intermittently so issue might be with the pistons position. Customer also stated they do not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.